Event description:
It was reported that the patient was feeling tired. A follow-up was performed and it was not possible to communicate with the device. The electrocardiogram showed an underlying rhythm of 40 beats per minute while the device lower rate was 60 beats per minute. It was thought that the device may have reached its elective replacement indicator prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.